Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A t-handle was returned with a fractured drive tip. There is no information available regarding the event.

Manufacturer narrative:
The returned driver was examined and was found to have the tip fractured off. The cause of this failure cannot be determined as no information was provided regarding any events that had taken place with the device. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
A t-handle was returned with a fractured drive tip. There is no information available regarding the event